Event description:
The manufacturer representative reported, the patient's pump began alarming in 2007. The patient was experiencing a return of symptoms. The drug used in the pump is baclofen 250 mcg/ml at 55 mcg/day. The pump was interrogated and a motor stall message appeared. The logs show "stopped pump" message for 2/13/2007. A study was performed which showed the rotor appeared to move on x-ray over two boluses. A motor stall recovery message appeared on the logs for 2/19/2007. The alarm continued and actual reservoir volumes were larger than expected. A catheter dye study was done and the catheter was patent. Since the reservoir volumes continued to vary, the alarm was silenced on 3/19/2007. And the pump was replaced on 5/3/2007.